Event description:
It was reported that the customer were dispatched through emergency medical services due to low blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 2.0 mmol/l at the time of incident. The customer¿s current blood glucose value was 10.3 mmol/l. The customer did not experience any symptoms of low blood glucose value. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleged over delivery on insulin pump. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.